Event description:
The following has been reported: biomed reported: "product issue: IV reported an air-in-line error and could not move past that error to attempt to clear error. Sn: (B)(6). Date and time issue occurred: unknown. Patient harm or delayed infusion: no. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.